Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fill cannula step. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The unit was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, and cracked reservoir tube lip.